Event description:
The tip of the cannula broke and a piece disengaged into the patient cavity and was subsequently retrieved to complete the case without further incident. Procedure: colectomy. Patient status: no patient injury reported.